Event description:
It was reported that during inflation, a small leak was visualized and the pressure in the inflation syringe was increased to maintain inflation pressure. This procedure was completed and there was no patient injury reported. This MDR is being filed conservatively based on the returned product investigation.